Event description:
During the transfer of the pt from a chair to bed the caregiver noticed that the pt's catheter was still under the chair. The caregiver then lowered the pt and fixed the catheter then raised the pt again. The pt got a hold of the straps attached to the clips which connect the sling to the lift. The sling was dislodged and the pt fell.